Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his original artificial urinary sphincter (aus) placed in 2017. The patient had an implant surgery of a penile prosthesis from another company at a later date and his aus stopped working afterwards. The patient experienced recurring incontinence. They physician did not find a leak but decided to downsize the cuff and placed the new cuff more proximal. The procedure results were good and the patient is set to fully recover.